Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the non-pacemaker dependent patient's pulse generator reached elective replacement indicator prematurely. The device was noted to be operating in backup operation. No further information was available.

Event description:
New information received indicates that the event was noted during interrogation in clinic. The patient reported feeling "a little more tired lately".